Manufacturer narrative:
H4: lot manufacture date: june 16, 2020 - june 18, 2020. H10: the device was received containing fluid in the bladder. Visual inspection was performed and a small trace of silicone oil was observed on the interior wall of the housing. Silicone oil is applied by a validated amount to the exterior of the bladder (balloon) to prevent potential rupture from cover/housing contact. Sometimes, silicone oil from the bladder would drip on the inner wall of the housing; this condition is cosmetic and has no impact on the functionality nor safety of the product. A leak test was performed on the sample by filling the bladder with green color water to the nominal volume. After fill, the sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.